Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures (variable 3) alarms are confirmed in pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failures and self-test did not passed. The customer¿s blood glucose was 179 mg/dl. The troubleshooting was performed. The customer was reported that they were able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.